Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implant caused them pain and the implant was hurting them. The pain occurs when the pt has adaptive stimulation turned on. It does not matter how low they turn their stimulation down or what they do, "it hurts." When the pt does not have adaptive stimulation on "it's ok", the pt has decreased the stimulation intensity and changed their program settings and that does not resolve the issue. Pt mentioned that instead of the controller showing their current position of either sitting, standing, left or right side they see the word "assist". Pt stated that if they had adaptive stim turned on when they recharged their implant they felt like they are being "shocked" from their recharger and the box (pss is understanding that the box is the recharging antenna). Pt mentioned that it felts like they were being shocked across the top of their skin and it felt like they were getting an electrical discharge to their skin and not electrodes. Pt said it hurts a lot and its "weird and uncomfortable." The patient was redirected to their healthcare provider to further address the issue. Pt mentioned that they have called their medtronic rep and have left a message. Pss provided pt with the nas phone number and the pt verified that they will provide that number to their hcp dr. (B)(6). Pt mentioned that dr. (B)(6) does not like to work with the medtronic representatives. Pt mentioned that it has been a few years since they have been reprogrammed from a medtronic rep and was disappointed with medtronic. Pt mentioned that they have received adhesive discs from medtronic before in the past. Due to the nature of the call and the pt being escalated pss did not ask for the event date of reported event.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# unknown, product type: recharger. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.